Event description:
Bear cub ventilator would not deliver breath holding pressure, with test lung. The infant was manually bagged. Infant developed bilateral pneumothorax. Equipment check revealed that unit was working properly. The pressure relief valve was set at 72 cmh20 and the infant test lung valve was in off position.